Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-11. The rep noted that the patient has a medical history of chronic pain. The patient came in for a reprogramming because they thought they were charging more. When the rep interrogated the system they noticed that the impedances were greater than 10,000 ohms on the 8-15 lead. Only 11 and 12 were in normal limits. The environmental/external/patient factors that may have led or contributed to the issue include the patient falling occasionally. The rep programmed the normal impedance electrodes. However, the issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 12/13/2018. It was reported no further actions were taken to resolve the patient charging more often. The patient was reprogrammed to use only the normal impedance electrodes. The patient was to follow up as needed. It was not determined how the fall resulted in high impedances. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for lumbar radiculopathy and spinal pain. The patient reported that they are charging more frequently. They stated that when they first got the implant the charge would last 7-10 days, but now it lasts 3-4 days before they have to charge again. They indicated that they have to charge all of the time. The patient noted that they have not recently been reprogrammed and have not increased their settings. They mentioned that they have not changed their settings in quite a while. The patient stated that they did previously meet with a manufacturing representative (rep), and had their programming adjusted back to their previous settings. They added that their programs are set to where they can feel stimulation if they lean back a little bit. The patient stated that they have a brain injury, and sometimes can¿t remember why they have back pain, so it is helpful for them to feel the stimulation sensation. They also mentioned that the recharging duration is shorter. They noted that it takes them 4 hours to fully charge the implantable neurostimulator (ins), but it used to take longer. It was mentioned that the issues started about a year or two ago. The patient confirmed that they charge their ins to 100%. The patient was redirected to follow up with their healthcare provider to have their recharging statistics checked. The patient stated that they do not have a specific healthcare provider; they typically go to the va and is referred by their primary care physician. No further complications or patient symptoms were reported or anticipated.

Event description:
Additional information received from the patient indicated that the manufacturing representative (rep) was very helpful and explained some different options regarding their recharging frequency. They noted that they are charging for a longer time for now. The rep also informed the patient that a lead a come loose, and some functions are not programmable on that lead. The patient stated that their increase in recharging frequency has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead, product ID 977a260 , serial# (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.